Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported mitral regurgitation is believed to be related to physiological differences such as blood pressure, body fluid content, anesthesia, medications, and heart rate variations taken from the procedure; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and medical intervention. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 2. During the follow up visit on (B)(6) 2019, echocardiogram showed mr had increased to a grade of 4; therefore, an additional procedure was performed. However, during the procedure, grasping was performed and the mr was unable to be reduced; therefore, the clip was not implanted and the procedure was discontinued. There were no reported device issues. There was no clinically significant delay in the procedure. No additional information was provided.